Manufacturer narrative:
H10: the biomed was able to duplicate the issue but the alarms appeared to be normal patient alarms based on the parameter settings. The manufactures remote service engineer (rse) then advised the customer to review the event logs for an error code and perform a performance verification test (pvt) to ensure the unit was operating correctly. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit was giving continuous low alarms while in continuous positive airway pressure (CPAP) mode. The unit was removed from service and no was patient harm reported. The complaint was duplicated in the biomed, but the alarming appeared to be normal patient alarms based on parameter settings, unit cycles normally in CPAP. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The manufactures remote service engineer (rse) evaluated with the customer. The rse advised the customer to review event log for any error codes of concern and perform performance verification test (pvt) to ensure unit was operating correctly, unit can be returned to service if no problems found.